Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated that the arctic sun device now would not fill. Per review of wo, it was determined that the device had an air leak somewhere in the fluid delivery line. Parts and price provided for a new fluid delivery line (fdl).

Manufacturer narrative:
The device was not returned. The reported issue was confirmed. The root cause for the reported event is an air leak found in the fluid delivery line. Per review of wo, it was determined that the device had an air leak somewhere in the fluid delivery line. Parts and price provided for a new fluid delivery line (fdl). The lot number is unknown. The latest labeling revision will be reviewed for this investigation. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial number is unknown. Corrections: f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated that the arctic sun device now would not fill. Per review of wo, it was determined that the device had an air leak somewhere in the fluid delivery line. Parts and price provided for a new fluid delivery line (fdl).